Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the battery had leaked and contaminated the battery department. It was further noted that the upper and lower cases, battery release, two side bail covers, the release spring, the ring cover, the battery contacts, the battery drawer, battery drawer o-ring and the battery flex were also contaminated. All found defective parts were replaced and all other identified issues were resolved. (B)(4).

Event description:
It was reported that the battery was left in the drawer of the external pulse generator (epg), subsequently, the battery leaked which caused corrosion. The epg was returned for service. There was no patient involvement.